Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the information provided, the root cause of this complaint cannot be determined. The device was not returned for evaluation.

Event description:
It was reported from the facility in (B)(6) that during the treatment of an aneurysm, the coil did not detach. Multiple attempts were tried unsuccessfully. Upon withdrawal, the coil stretched and detached from the delivery pusher. The coil was pushed to the intended aneurysm site successfully using a guidewire. The patient was reported to be doing well.